Event description:
It was reported that a 11x10 mm thrombus attached to the right side of the upper interatrial septum was seen on echocardiogram on (B)(6) 2022. No aspirin was given due to previous gastric ulcer. The aim international normalized ratio (inr) was 2.5-3 for therapeutic anticoagulation with plans for a clexane bridge if inr was less than 1.8. The patient was stable and being monitored.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right interatrial septum thrombus could not be conclusively established through this evaluation. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists arterial non-central nervous system (cns) thromboembolism and venous thromboembolism as adverse events that may be associated with the use of heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas, and outlines indications of thrombus as well as how to respond to such events. This section also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there were no changes to patient condition or anticoagulation status that may have contributed to the event. There were no recent changes to the pump parameters. There were no symptoms of thrombus noted. Treatment was continued.